Manufacturer narrative:
Investigation conclusion: the customer reported that the feeding set presented a leak through the irrigation water bag during priming. There was no patient involvement. This report refers to product code 773662, epump feed and 1000mlflush set, with lot number 2103421864. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the defect described by the customer. All acceptance criteria inspections per established sampling levels were within acceptable limits during the production process for the reported lot manufactured on 16feb2021. A trend analysis performed for the reported lot number and failure made did not identify any related adverse trends. The reported device was not returned for evaluation; however, two (2) photographs were provided by the customer. Visual inspection of the photographs confirmed the report of leak. A potential root cause for the confirmed product failure was identified as a misalignment between the ring and the mandrel. Maintenance on the machinery was performed to replace the mandrels and a manufacturing checklist was implemented to prevent this confirmed product failure from recurring. At this time, additional action is not necessary. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the feeding set presented a leak through the irrigation water bag during priming. There was no patient involvement.